Manufacturer narrative:
Additional information received stated that the patient went to implantation site by car where one battery and the controller were exchanged. The event resolved and there was no effect on the patient. It was indicated that the controller and battery will be returned to the manufacturer for analysis; however, they have not been received. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. If there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of batteries and controllers are outlined. One controller and one battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation for (B)(4) confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed two controller power up and motor start events on (B)(4) 2015. On both occasions, battery (B)(4) was connected with a high relative state of charge (rsoc). Analysis of the controller revealed that the device met specifications; the device passed visual examination and functional testing. Analysis of the battery revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a faulty internal cell pair. Heartware has opened an internal investigation to evaluate these types of issues. A root cause could not be conclusively determined; a possible root cause of the reported event may be attributed to a battery with a faulty internal cell pair. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report one of two reports (3007042319-2015-00831 and 3007042319-2015-00833) submitted for devices related to the same event.

Event description:
It was reported that the patient had controller power up while two fully charge batteries were attached. No power to controller, patient tried reconnecting 3x and finally connected. The pump stop for a few seconds with immediate restart. No effect on patient, he returned home. With the event resolved. The patient reported powerup also on (B)(6) 2015. This is report two of two reports (3007042319-2015-00831 and 3007042319-2015-00833) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use.  A controller with a blank display or no audible alarm should be replaced.  Patients are also instructed to contact the treating facility if they receive any of a list of certain alarms.  Patients are warned that disconnecting both power sources at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report one of two reports (3007042319-2015-00831 and 3007042319-2015-00833) submitted for devices related to the same event.